Event description:
It was reported that patient presented for initial implant procedure. During procedure, it was found that set screw of patient's new implanted pacemaker was not able to be tightened. The pacemaker was not implanted during procedure on (B)(6) pacemaker was implanted. The patient was stable.

Manufacturer narrative:
The reported event of setscrews could not be tightened was confirmed. The device was returned for analysis. Final analysis of the device found that incorrect wrench insertions were being made into both atrial and ventricular setscrews by user. The wrench was not being aligned to go into the setscrews therefore the setscrews could not be properly engaged to tighten them. It was also found that the wrench was being inserted at angles resulting in punch-outs from the septum that landed in the insets of the setscrews which caused stripping of the atrial setscrew inset and prevented full insertion of the wrench into both insets needed to tighten the setscrews. The cause of setscrews could not be tightened was due to the incorrect use of the torque wrench by user at the time of the implant.